Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse completed system verification and confirmed that the system was working as expected. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 was drifting. The customer noticed that the drape was a bit tight around the usm elbow joint. However, after the customer adjusted the drape, the drifting issue persisted. The tse could not find any related error in the logs. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the drift issue of the usm arm.